Event description:
It was reported via repair work order that the bed had no power due to a frayed power cord and it was also reported that the siderails had no up/down function due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.